Event description:
Nurse working in stock room opened a patch box to find no blister pack or patch inside. Patient labels and the instructions for use were however in the box. There was no patient injury as the concerned device never reached the operating room.